Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. The data did not indicate any issues with the instrument; calibration and qc were within specifications.

Event description:
The customer received questionable results on troponin t short turn around time (tnt stat) on one patient sample. All results are in ng/ml. The initial result was 0.666. This result was reported outside of the laboratory. The initial sample was repeated and generated a result of 0.010, accompanied by a data flag. The customer deemed the repeat result to be the correct result. A second sample was drawn and generated results of 0.010, accompanied by a data flag. The patient was given heparin and plavix based on the erroneous result. The patient was not adversely affected by the medications that were given. The patient was in good condition. The lot of tnt stat was 17016701, with an expiration date of 11/30/2013. The field service representative was not able to determine a cause. He performed checks on the instrument, which were within specification. The customer performed qc and all results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.